Event description:
The facility representative reported a pump with failure code 810:04. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary:the device evaluation was completed and failure code 810:04 was found in event history and confirmed due to a defective pump head module (phm). Service installed a new phm and the tested the device.